Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a firmware update. A firmware upgrade was attempted for the implantable cardiac defibrillator but was not successful. The patient was asymptomatic throughout the event. The upgrade was not performed.